Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During device check, it was found the impedance has been out of range. In addition, the right ventricular threshold has increased. The impedance has gone from 500 to 1400 and there is crosstalk occurring. The device is in use. No patient complications have been reported as a result of this event.